Event description:
The manufacturer received information alleging a service required code related to circuit disconnect, low inspiratory pressure and low minute ventilation occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed; the the sponge of the inlet air path assembly was found to have not fit properly. The device's inlet air path assembly needs replaced to address the issue.